Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 24-jul-2020. The most recent information was received on 24-jul-2020. This spontaneous case describes the occurrence of allergy to metals ('allergic to nickel') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "essure was removed by curettage". The patient's medical history included nickel sensitivity. In 2007, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), groin pain ("groin pain that radiates into the legs"), migraine ("migraine") and fatigue ("tiredness"). The patient was treated with surgery (removal of devices by curettage). Essure was removed in (B)(6) 2018. At the time of the report, the allergy to metals, groin pain, migraine and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, fatigue, groin pain and migraine with essure. The reporter commented: since the insertion of essure my state of health has only deteriorated. Slight improvement in symptoms after removal. However, my current condition is complicated because we cannot name all my problems magnetic resonance imaging scans carried out since this insertion, only problems (neurologist appointment on (B)(6) 2020). Amendment: the report was amended for the following reason: after internal review the lot number (erroneous) was deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 24-jul-2020. The most recent information was received on 10-aug-2020. This spontaneous case describes the occurrence of allergy to metals ('allergic to nickel') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "essure was removed by curettage". The patient's medical history included nickel sensitivity. In 2007, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), groin pain ("groin pain that radiates into the legs"), migraine ("migraine") and fatigue ("tiredness"). The patient was treated with surgery (removal of devices by curettage). Essure was removed in (B)(6) 2018. At the time of the report, the allergy to metals, groin pain, migraine and fatigue outcome was unknown. The reporter considered allergy to metals, fatigue, groin pain and migraine to be related to essure. The reporter commented: since the insertion of essure my state of health has only deteriorated. Slight improvement in symptoms after removal. However, my current condition is complicated because we cannot name all my problems magnetic resonance imaging scans carried out since this insertion, only problems (neurologist appointment on (B)(6) 2020). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 24-jul-2020. This spontaneous case describes the occurrence of allergy to metals ('allergic to nickel') in a (B)(6) year-old female patient who had essure (batch no. 32678, 39635) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. In 2007, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), groin pain ("groin pain that radiates into the legs"), migraine ("migraine") and fatigue ("tiredness"). The patient was treated with surgery (removal of devices by curettage). Essure was removed in (B)(6) 2018. At the time of the report, the allergy to metals, groin pain, migraine and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, fatigue, groin pain and migraine with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.